Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this valve was explanted after approx a 10 month implant duration due to mitral endocarditis, atrial fibrillation, hypertension, and cardiomyopathy.